Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 10:00 pm the patient obtained the blood glucose readings of 61 mg/dl and 583 mg/dl on the reported meter within 20 minutes of each other. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient followed her usual routine using insulin pump therapy to manage her diabetes. The patient went to the emergency room, where her blood glucose level was tested to be 183 mg/dl or 283 mg/dl; the patient was unable to specify the result. The patient received no treatment, just the blood and urine tests. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient¿s testing technique was correct. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and received no treatment from the hcp. However as the test results fell outside expected values for precision testing, and did not correlate with the hcp result, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (08/22/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (09/10/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.